Event description:
The customer reported that after upgrading the equipment, the screen went black after running the self-check. There was no reported patient or user involvement and no adverse patient/user impact.